Event description:
It was reported during left hip surgery, upon insertion of the helical blade, the coupling screw broke off. The shaft of the screw was removed from the inserter using a conical extractor from the screw removal set. Surgical delay of 10 minutes. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Product investigation summary: one part belonging to the trochanteric fixation nail (tfn) system was returned for this complaint - one helical blade coupling screw (part 357.377, lot 5134684). This device was returned with the complaint that ¿during left hip surgery, upon insertion of the helical blade, the coupling screw broke off. The shaft of the screw was removed from the inserter using a conical extractor from the screw removal set.¿ upon receipt of these devices, it was seen that the knurled cap of the helical blade coupling screw was not attached to the shaft, and was not returned. This complaint is confirmed. This complaint against the helical blade coupling screw likely occurred as a result of years of heavy use, off-axis hammering, and possibly hammering while the helical blade coupling screw was not fully threaded. This complaint is confirmed, however the design of this device was found to be adequate for its intended use. The most recent drawings for the helical blade coupling screw were reviewed as the age of this device is unknown. The returned device conforms dimensionally to the drawings, and the design was determined to be adequate for the intended use of this device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.health professional inadvertently checked; should be only company representative. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.